Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings were correct. The reporter stated that the patient had a blood glucose (bg) of 423 mg/dl with vomiting, dizziness, abdominal pain, extreme drowsiness/difficulty waking up/confusion and nausea. The patient was treated with insulin via pump and IV fluids. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the black box shows on 10/08/2014 07:59 an unexplained loss of prime event; deliveries fully resumed at 08:33. Daily insulin delivery totals correctly reflect user's programmed basal rates. Typical usage observed in alarm history. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate reported complaint. Returned battery cap and returned cartridge cap used for testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.